Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Cannulated 4.0mm hexagonal screwdriver (p/n 314.05, l/n a4hv068) was returned and received upon visual inspection at cq, it is observed that the hexagonal tip part of the screwdriver was broken. Broken part is not returned at cq. Thus, the complaint is confirmed. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A visual inspection, and document/ specification review were performed and observed that the hexagonal tip of the device was broken. Thus, the reported complaint is confirmed. It is possible that the device might have encountered unintended forces. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based upon these results, no corrective and/or preventative action is proposed. Device history lot part # 314.05, synthes lot # a4hv068, supplier lot # na, release to warehouse date: 16 sep 1998, manufactured by synthes brandywine. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, one (1) hex flexible screwdriver, one (1) hexagonal screwdriver shaft, and one (1) hexagonal screwdriver broke and it was observed the distal tip of the cannulated 4.0 mm hexagonal screwdriver shaft is cracked as mentioned by the sterile processing department (spd). There was no patient involvement. This complaint involves three (3) devices. This report is for one (1) cannulated 4.0 mm hexagonal screwdriver this report is 3 of 3 for (B)(4).